Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the perfusionist delivered 1000 ml of cardioplegia and at 450 ml, the cardioplegia pump had an audible alarm and the pump did not stop. The perfusionist reset the monitor and continued the case. He kept delivery dosages manually, in order to calculate the total at the end of the case. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The reported complaint was confirmed by the field svc rep (fsr). The fsr replaced the ampro printed circuit board (pcb). The unit was tested, meet MFR specs and was returned to clinical use. This known issue has been previously investigated. No add'l action will be taken at this time.